Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and k results for 2 patient samples on a cobas pro ise analytical unit. Patient b had an initial na result of 151.6 mol/l and an initial k result of 4.79 mmol/l. The sample was repeated on another analyzer and the repeat na result was 139 mmol/l and the repeat k result of 4.0 mmol/l. Patient c had an initial na result of 111.4 mol/l. The sample was repeated on another analyzer and the repeat na result was 141.6 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were deemed correct. The na electrode lot number is y3798 and the k electrode lot number is g8509. The expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer cleaned the ise sipper probe, conditioned the ise electrodes, checked the ise probe alignments, checked the ise fluidics and reagent dispensing, and performed ise checks. The investigation is ongoing.